Event description:
Device malfunction: foot break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis and unretrieved foreign body. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after an unspecified procedure in the left circumflex artery (lcx). Reportedly, a foot break occurred. The physician reported during the first step he felt resistance. As the physician continued to lift the lever to deploy the foot inside the artery the resistance increased. When removing the device there was also resistance felt. A doppler-echography was performed. The broken foot remains in the pt. The pt is under observation and no medical or surgical intervention has been reported. Hemostasis was achieved using manual compression. There were no reported adverse pt sequelae. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.